Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) did not retract despite button 2 being fully pressed. Hemostasis was achieved by manual compression for ten minutes. No patient injuries were reported, and there was no extended hospitalization. The mynx vcd was prepared according to the instructions for use (IFU). There was no damage noted to the button. The balloon was prepped with contrast 50% / saline 50%. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. Button #1 was properly and completely activated before button #2 was attempted. The balloon was fully deflated (bubbles stopped moving and inflation indicator was completely down). Button 2 was fully depressed, but the balloon did not retract into the device. The balloon as not inverted. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer, as per the IFU. The vessel type was the femoral artery, and its diameter was verified to be greater than 5 mm. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The device was used during a carotid artery stenting using a retrograde approach. The physician was being trained on its use. The patient does not have a history of infectious disease. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vcd 6f/7f involved in the reported event was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that both button 1 and button 2 were fully depressed with the clock symbol visible in the tension indicator window. Neither the syringe, nor the procedural sheath were returned for analysis. The stopcock was set to the closed position. The balloon was not withdrawing into the tamp tube. The atraumatic tip does not present any damages or anomalies. No other outstanding details were noticed. A simulated deployment test was not performed since both buttons were depressed. However, the balloon was not withdrawn into the tamp tube. Per microscopic analysis, the button was inspected with a vision system observing that the core wire was not positioned as expected in the center of the button. A meeting was held with the product engineering team (pet) members, and the condition was confirmed. The product history record (phr) review of lot f2222002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-retraction jam¿ was confirmed through analysis of the returned device. Per review of the product received, this issue appears to be related to the displacement of the wire related to the balloon retraction mechanism observed in the internal configuration. According to the instructions for use (IFU), which is not intended as a mitigation, ¿pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ based on the phr review and product analysis, the root cause could not be conclusively determined. However, the issue experienced appears to be related to the manufacturing process of the unit. Therefore, a risk assessment to address this issue has been initiated.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) did not retract despite button 2 being fully pressed. Hemostasis was achieved by manual compression for ten minutes. No patient injuries were reported, and no extended hospitalization. The mynx vcd was prepared according to the instructions for use (IFU). There was no damage noted to the button. The balloon was prepped with contrast 50% / saline 50%. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. Button #1 was properly and completely activated before button #2 was attempted. The balloon was fully deflated (bubbles stopped moving and inflation indicator was completely down). Button 2 was fully depressed, but the balloon did not retract into the device. The balloon as not inverted. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer, as per the instructions for use (IFU). The vessel type was the femoral artery, and its diameter was verified to be greater than 5 mm. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The device was used during a carotid artery stenting using a retrograde approach. The physician was being trained on its use. The patient does not have a history of infectious disease. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.